Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code / lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was planned to be used for closure after a percutaneous coronary intervention (pci) surgery in the left main. A pre-deployment angiogram had confirmed the indication. After the deployment of the angio-seal device, blood leakage was found. They pulled out the whole device and changed to a new 8fr angio-seal device. The following procedure went on well, and no harm was found on the patient. There was no consequence to the patient, the patient was in stable condition and was recovering. The bleeding occurred in the procedure room. Additional information was received on 16 oct 2019. An 8fr sheath was used. The blood loss was less than 250cc's.